Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer reported that he obtained a blood glucose reading of 351 mg/dl at 8:23 a.m. With the contour next link 2.4 meter. The customer was experiencing symptoms of hypoglycemia, therefore, he called paramedics. Upon the arrival of paramedics, an additional testing was performed with their meter and a reading of 64 mg/dl was obtained at 8:30 a.m. No further event details were provided. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed using blood sample with the in-house contour next link 2.4 meter and in-house contour next test strips from lot # 1gpef06a, which gave a satisfactory performance.